Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy, vaginal paravaginal repair due to sui, cystocele, enterocele, urinary urgency and frequency. No additional information was provided.